Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There were no reported product deficiencies. The reported patient effect of angina and stenosis/restenosis are listed in the xience v / xience nano everolimus eluting coronary stent system instructions for use as known adverse events. Although a conclusive cause for the reported patient effects and the relationship to the device if any cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
It was reported that a xience v stent was implanted in a de novo, distal, right coronary artery (rca) and another xience v stent in a de novo, mid, first obtuse marginal coronary artery on (B)(6) 2008 and approximately 4 and 1/2 years later, on (B)(6) 2013, the patient presented to the emergency room and was admitted for evaluation of chest pains (angina). Reportedly, there was a negative cardiac work-up done, but on (B)(6) 2012, an angiogram was done with findings of a widely patent unspecified stent in the left anterior descending artery (lad) and a widely patent xience v stent in the rca. The xience v stent in the first obtuse marginal artery had 30% in-stent restenosis. There was no treatment done and the angina resolved the same day. The next day the patient was discharged home. There was no additional information provided.